Event description:
A malfunction code labeled as malf 24 was reported. There was no adverse impact to the customer's blood glucose level, with levels not exceeding 500 mg/dl. The technical support team arranged to replace the customer's pump with one that includes updated software. The customer will use multiple daily injections (mdi) as backup therapy and was instructed on necessary steps for using and returning the malfunctioning pump. The pump replacement will be shipped without requiring a signature.